Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that there had been 249 short interval counts measured in the past 5 months and no episodes with egm. The lead remains in use at this time. No patient complications were reported as a result of this event.